Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred and stent moved on balloon. A 2.50x38mm synergy¿ drug-eluting stent was selected for use. However, before delivering the device to the patient, the physician noticed that the stent was damaged and hanging off the balloon. No patient complications were reported and the patient's status was stable.